Event description:
Original lap-band was placed twenty months ago. In follow-up visits, the surgeon determined that the lap-band was no longer functioning as designed. Recently, the lap-band was removed from the patient.